Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device was running, but not infusing. No specific event details were provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided, including when the device was removed from clinical service.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the mfg facility. A review of the pump history found that on the reported event date of (B)(6) 2013, the pump was not powered on; therefore, the history cannot be utilized to evaluated the reported event. This report represents all the info known by the rptr upon query by hospira personnel.